Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my removal was the (B)(6)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acne ("acne"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and acne outcome was unknown. The reporter considered acne and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : acne. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) to which all information was transferred, then this duplicate record # (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my removal was the 19th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced acne ("acne"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and acne outcome was unknown. The reporter considered acne and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media : acne. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.